Event description:
This case was reported on (B)(6) 2012 by a pt - local reference (B)(4). It involves a female (age not provided), treated with poly-l-lactic acid (sculptra) four years ago (indication, location of injections, reconstitution amount, batch and expiration date not provided). On an unspecified date, this pt developed granulomas. She was treated with cortisone nos, liposuction and laster treatment, but with no success. Two granulomas were located in the wrinkles of the forehead and were removed by excision. Currently the pt has a bigger granuloma on the cheek bone. She is afraid to have it removed by excision due to possible scarring. She also has smaller granulomas which are palpable, but not visible, around the mouth. Significant/relevant medical history was not provided. Relevant concomitant medications were not provided. Action taken: not applicable. Corrective treatment: excision, cortisone nos, liposuction and laser treatment. Outcome: not recovered/not resolved.